Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only u-100 humalog and novorapid have been tested and found to be compatible for use with the pump. The use of lower or higher concentration insulin may cause over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer's blood glucose (bg) level was recorded as high. Cause was not known. Customer administered an insulin injection to address bg. Reportedly, customer was using off label insulin (fiasp) within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.